Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 29-jan-2029, UDI#: (B)(4) ; product ID: 9 77a260, serial/lot #: (B)(6), ubd: 29-jan-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare professional reported that the patient told them that a representative came out and said they need to make some more revisions on the lead because something is going on with one of the leads. Caller doesn't know how long the patient has been having this issue. Additional information was received from manufacturer representative (rep). It was reported that there was lead migration, loss of stimulation, a return of pain, and high impedances (contacts 0-7 all 40000). Patient denies and falls, injuries, surgeries, or other precipitating events. He states that he woke up approximately three months ago and noticed he could no longer feel stimulation on his right side. He has stopped using stim but kept the device charged. Interrogation revealed high impedance on 0-7. Updated x-rays which also showed that one of the leads had pulled down from top t8 to bottom t9. Physician is aware and agreeable to lead revision. He also presented him with the option of seeing neurosurgery for a paddle lead. Patient is going to take some time to consider his options. At this time, there is no intervention planned. Rep gave him new programming on the non-affected lead to try in the interim. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.